Event description:
It was reported that a cartridge alarm 25 occurred intermittently. Reportedly, the customer did not remove the cartridge outside of the load sequence. A supply change was performed to address the issue. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.